Event description:
Information received from the field notes that the patient was intermittently pacemaker dependent and complained of dizziness and skipped beats. A holter monitor showed pauses lasting up to 3-4 seconds, with no r-waves or ventricular pacing present. The device was tested in bipolar and the pauses could not be reproduced with isometrics or pocket manipulation and no noise was evident on the ventricular iegm in unipolar or bipolar.